Event description:
Boston scientific received information that this right atrial (ra) lead displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms along with noise being oversensed. It was also reported that the atrial sensing dropped to 0.4 millivolts. Additional information was obtained and indicated that there were no episodes of asystole. There was some noise noted on the atrial lead but the histograms did not show any evidence of this. No signs of fracture. The patient did not have any adverse symptoms. This ra lead was surgically abandoned and was capped. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.